Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: there was no damage found to the keypad. Investigation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The up arrow and contrast keypad buttons required increased force and hard presses to respond. The keypad cover was removed and contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The up arrow and contrast keypad buttons required increased force and hard presses to respond. The keypad cover was removed and contamination was found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/06/2013.